Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported a burning smell and when the unit was on the cooling mode and it was still hot. There were no reported adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) evaluated the unit at the facility and found that a bad wire connection to the heating element had gotten hot and burned the insulation after wiring and the connection was repair. The unit was tested and found to be functioning to manufacturer's specifications. The device was repaired on site. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.